Event description:
It was reported that the indicated battery charge on the pump dropped rapidly by 70% in a short period, which led to an unexpected shutdown. There was no reported impact to the customer¿s blood glucose level as they declined to answer whether it exceeded 500 mg/dl. After the shutdown, technical support provided the customer with pump reset information, and a follow-up with the user was required to resolve the issue.